Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device jaws will not open or close. Unknown if the device was stuck on tissue. Another device was used to complete the case. There was no adverse consequence to the patient.